Event description:
A report was received that the patient had swelling on the ipg site. Fluid was drained from the incision site and patient was prescribed antibiotics to prevent infection. The swelling has gone down.